Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while assembling the handle and shell prior to patient use, a handle in a red circle with a line was displayed on the screen. A new handle and shell were used to resolve the issue. There was no patient injury. Medtronic's evaluation of the device found that analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell, lot# n3k2387y h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo noted: the returned image contained a view of a handle in a clamshell. The handle was noted to be displaying a power handle error. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that a handle in a red circle with a line was displayed on the screen. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of screen burn in. The product analysis noted evidence that the device was not used as intended. The root cause of the oled screen having a burnt in section on its display was due to the display showing the same image on the display for a prolonged period of time. The handle was programmed to turn off the display when not in use. However, when components were left connected to the handle by the user, the amount of time it takes the screen to shut off was extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.